Manufacturer narrative:
Event date was not reported and the aware date was used.

Event description:
It was reported that there was a thrombus on the device. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 33mm watchman laa closure device & delivery system (wds) were used. The procedure was completed with successful deployment of the closure device. There were no patient complications. At the 45 day follow up a transthoracic echocardiogram (tee) was performed. It was noticed that there was a thrombus on the device. The patient will be kept on blood thinners until their 6 months follow up and another tee will be performed. The patient was fine following this event.